Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 03/29/2024, at 2:00 am the cgm was reading 11.9 mmol/l so the patient self- treated with insulin (¿made a manual correction), the cgm reading increased to 15.0 to 16.0 mmol/l and again the patient self- treated with insulin (there were no bg values reported). Then the patient lost consciousness and the husband call an ambulance. At that time the bg reading was 0.4 mmol/l and the cgm was reading high (no information you took the readings). The paramedics treated the patient with IV glucose and the patient regained consciousness. At the time of the report the patient was still a bit disoriented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.